Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set needle was confirmed. The product returned for evaluation was three photographs which depicted a powerloc max safety infusion set. All three photographs depicted the needle housing and needle. In two of the photographs a portion of the extension tubing was visible. Usage residues were visible throughout the visible portion of the device. The safety mechanism was not activated. The needle tip was sharply barbed. The tip of the bevel curled back toward the needle shaft. The shaft appeared slightly bent at the exit site from the non-engaged safety mechanism. The needle tip deformation and shaft bend were consistent with damage caused by contact between the needle tip and a hard planar surface. Such damage can occur if a too-long needle is used to access the port and if the needle is forcefully pressed against the base of the indwelling port. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿nurse was de-accessing vad and could not completely remove huber needle. Called charge nurse to the room. The cn stated she could see "meat" hung up on the needle so, she maneuvered the needle to unhook the flesh it was pulling on the way out. She was finally able to de-access the vad. Stated she could not activate the safety on the needle due to the deformity of the needle. This could have resulted in a "rebound" needle stick-(near miss). Vad inserted on 3 south-day 0 on (B)(6) 2021 at 7:35. Not sure where or when or at what point the needle was bent.¿